Event description:
A report was received that the patient was experiencing pain at the pocket site and redness was noted. The patient underwent a revision procedure wherein the ipg site was cleaned and relocated. The patient was doing well postoperatively.